Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 11 months following the implant of this transcatheter bioprosthetic valve in a patient on chronic dialysis, the patient died due to chronic renal failure. Per the physician, there was no causal relationship between the death and device or implant procedure. Additional information was received that a post-implant balloon dilation was performed during the valve implant procedure using an 18 mm non-medtronic (z-med) balloon. Moderate paravalvular leak (pvl) was noted. Six months following the valve implant, an echocardiogram showed mild pvl.

Manufacturer narrative:
Corrected: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.